Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received off no power alert without low battery alert after re placing new battery cap. Customer¿s blood glucose was 170mg/dl at time of incident. Customer states that they received off no power without low battery second time also. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected battery out limit anomalies noted. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address number label and cracked reservoir tube lip.